Manufacturer narrative:
Section b3: date of event is unknown.

Event description:
It was reported the patient was unable to charge the ipg sue to charging issues. The ipg became inoperable as a result. Surgical intervention was undertaken to explant and replace the ipg. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.